Event description:
A patient reports while wearing a pod between 24 and 36 hours their blood glucose level had rose to over 250 mg/dl. In addition the patient reports the pods adhesive failed adhere. As treatment, the patient applied a new pod.

Manufacturer narrative:
The returned device was evaluated and the pod was received fully deployed with the adhesive pad fully attached. No damages or deficiencies were observed to the adhesive pad or its welds that could have contributed to the reported adhesive failure. The cause of the reported adhesive failure could not be determined. Investigation of the returned device found the exposed portion of the soft cannula to be damaged. The pod data indicated no struggle to deliver insulin. The exact cause and timing of the cannula damage could not be determined. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios. Omnipod software app version: 1.1.6. Smartphone operating system: 18.5. Smartphone hardware: iphone17.1. Cgm sensor type: g6.

Manufacturer narrative:
The returned device was evaluated and the pod was received fully deployed with the adhesive pad fully attached. No damages or deficiencies were observed to the adhesive pad or its welds that could have contributed to the reported adhesive failure. The cause of the reported adhesive failure could not be determined. Investigation of the returned device found the exposed portion of the soft cannula to be damaged. The pod data indicated no struggle to deliver insulin. The exact cause and timing of the cannula damage could not be determined.